Event description:
Consumer reported complaint for error message (e-0) and low blood glucose test results. The customer is concerned with test results from results obtained (B)(6) 2025 of 48 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 80-102 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had obtained e-0 that and then she had finally got a number of 48 mg/dl am fasting; she ate a cookie and waited but she didn't test again. Customer stated that she had been sweating a little bit. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2026 and open vial date is (B)(6) 2025. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.